Event description:
Information was received indicating a cadd cassette reservoir was being filled and the medicine did not go into the bag within the cassette it went straight into the cassette and a dose of remodulin was wasted. It was reported the end user had enough supplies to make a new cassette. No adverse patient effects were reported.

Event description:
Information was received indicating a cadd cassette reservoir was being filled and the medicine did not go into the bag within the cassette it went straight into the cassette and a dose of remodulin was wasted. It was reported the end user had enough supplies to make a new cassette. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03842. The report was submitted in error.